Manufacturer narrative:
A ge service representative performed an onsite investigation. The isd power control board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system would not power up (boot up). There is no report or pt injury.